Manufacturer narrative:
Evaluated 1 seal reservoir. Performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. Evaluated 9 open/used reservoirs .using a new lab transfer guards performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had air bubbles in the reservoir. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed and the device will not return for analysis.